Event description:
The infusion pump was received at the service facility with a vague report of the pump being inaccurate. A note received with the pump read "does not deliver 50 cc/hr when dialed to 50." No add'l clinical info was able to be received. No pt injury was reported.